Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection and swelling at the implant site causing pain. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. Further, the two most basal channels migrated post-operatively out of cochlea. The device was explanted but has been discarded. This is a final report.

Event description:
The user is reporting pain and discomfort at implant site since activation with and without device use. The user was explanted on (B)(6) 2026. There were signs of infection with pus at the implant site. A culture was taken. Intravenous antibiotics for 6 weeks was prescribed.

Event description:
The user is reporting pain and discomfort at implant site since activation with and without device use. The user was explanted on (B)(6) 2026. There were signs of infection with pus at the implant site. A culture was taken. Intravenous antibiotics for 6 weeks was prescribed.

Manufacturer narrative:
The device has been explanted but has been disposed of by the clinic.